Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance issue. Additional information indicates that this lead exhibited high pacing impedance out of range due to a lead micro-fracture. Also, information provided indicates the lead could not be explanted as it was encapsulated by the pectoral region and that the fracture was not clear on fluoroscopy. However, the micro-fracture is attributed to a most likely clavicular crush. This lead was successfully replaced. No additional adverse patient effects were reported. Additional information indicates this lead also exhibited failure to capture. The lead has been explanted due to physician discretion. No additional adverse patient effects were reported. The lead is not expected to be returned for analysis as it was discarded by the explanting facility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance issue. Additional information indicates that this lead exhibited high pacing impedance out of range due to a lead micro-fracture. Also, information provided indicates the lead could not be explanted as it was encapsulated by the pectoral region and that the fracture was not clear on fluoroscopy. However, the micro-fracture is attributed to a most likely clavicular crush. This lead was successfully replaced. No additional adverse patient effects were reported. The complaint device was not returned by the customer; therefore, no product analysis could be performed. Additional information indicates this lead also exhibited failure to capture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance issue. Additional information indicates that this lead exhibited high pacing impedance out of range due to a lead micro-fracture. Also, information provided indicates the lead could not be explanted as it was encapsulated by the pectoral region and that the fracture was not clear on fluoroscopy. However, the micro-fracture is attributed to a most likely clavicular crush. This lead was successfully replaced. No additional adverse patient effects were reported.